Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon noticed that there was a bleeding due to an incomplete staple line at the distal end. The surgeon had to oversewn it in order to fix the staple line.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was an incomplete staple line during a procedure. The surgeon had to "oversewn" in order to fix the staple line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.